Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had the camera system not been working, no image was displayed. The event occurred during inspection for use. There were no reports of patient involvement.